Manufacturer narrative:
H3 other text : the device serviced by third party service center.

Event description:
A device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no patient harm or injury reported. The service center visually inspected the device and found no visible foam particles. However, there were findings of corrosion with the power connector of the unit and on metallic surfaces, and the unit could not power on to collect the error log/machine hours/error code numbers/software version. In addition, dust/dirt contamination was found during evaluation. The device was scrapped.

Manufacturer narrative:
The manufacturer received information in relation to a dreamstation s/t st30 unit. The device was returned to a third-party service center. During visual inspection of the device, it was determined the power connector of the unit is corroded and the unit can't be power on in order to be able to collect the error log/machine hours, error code numbers/software version. In addition, there was contamination from dust/dirt. Device was scrapped at customer's request. Analysis of past events has not indicated an adverse event has occurred due to corrosion. Review of the risk file indicates the potential for a serious adverse event occurring as a result of this incident is unlikely. Additionally, the risk file indicates that corrosion will not substantially affect the performance of the device. This complaint is considered not reportable.